Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-05800. It was reported the patient's ipg was depleted. During surgical intervention, an impedance check was performed and revealed invalid impedance. The doctor explanted and replaced the patient's ipg and lead. The replacement devices resolved and patient's issues. The ipg will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.